Event description:
It was reported that the rigid video scope had an image problem. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction.

Event description:
It was reported that the rigid video scope had an image problem. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device had a kink. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was not displayed. However, a definitive root cause could not be established. The event can be prevented by following the instructions for use which state: risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an image problem. The issue occurred during preparation for use. There were no reports of patient harm.